Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient's scheduled date of implant explantation of (B)(6) 2020 reported in the initial report, has now be cancelled. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 6, 2020, mentor became aware that the patient's implant explantation surgery was rescheduled on (B)(6) 2020. Mentor became aware that the patient only had unilateral implant explantation of the right breast implant and that it was replaced with the following device: (right) 250cc mentor memorygel breast implant (catalog: 3502501bc lot: 7458194 sn: (B)(6) ). Mentor also became aware that when the right breast implant was discovered during the explantation surgery, it was inverted. On july 6, 2020, the mentor failure analysis lab has received the device for evaluation. On july 22, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient was scheduled for implant explantation surgery on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent breast augmentation revision with two 250cc mentor memorygel breast implants, suffered bilateral breast capsular contracture; baker grade IV on the right, baker grade unknown on the left, post-operatively. As a result, the patient underwent bilateral implant explantation on (B)(6) 2020. This medwatch form is for the right breast prosthesis.